Event description:
Senseonics was made aware of a false hypoglycemia event due to alleged sensor inaccuracies on 16-march-2022 at around 2 pm. The reported blood glucose (bg) value was 106 mg/dl and sensor glucose (sg) value was 65 mg/dl. User complained of receiving low glucose alerts although the bg was normal and no symptoms.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available in data management system. Based on the analysis, there was temporary mismatch between the sensor readings and the fingerstick measurement due to temporary deviation in the sensor performance after insertion. After the event, once the noise in the optical channel stabilized, the system displayed better agreement between the sensor readings and fingerstick measurements. No further resolution was found necessary for this complaint.